Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the cause of the shocking was unknown; MRI and x-rays were completed and the system appeared intact. The systems were shut off for three hours and the shocking to the face was relieved, however, the shocking to the arm remained. The patient refused to have the device off for longer. Both ins's were replaced. See 3007566237-2017-04403 for report on other ins.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ins_stimulator, serial# unknown, product type implantable neurostimulator.

Event description:
A health care provider (hcp) reported that the patient experienced a shocking sensation from their mouth down to their arm every 15 minutes predominately on their right side. The patient did experience a couple episodes of shocking on the right side. The patient's implantable neurostimulators (ins) were replaced since the shocking began because they were getting low. No further patient complications were anticipated. The patient's indication for use is essential tremor.

Manufacturer narrative:
MFR site ID was updated to (B)(4). If information is provided in the future, a supplemental report will be issued.